Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, and a cracked case near the display window corners. No prime anomaly was noted during testing. The pump was tested with a water filled reservoir. Several boluses were programmed and delivered with no air bubbles noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The spouse reported via phone call that the customer had a delivery anomaly on the insulin pump due to pressurization from airplane travel. The spouse reported the customer's current blood glucose was approaching 400 mg/dl. Customer has been treating their blood glucose with manual injections. The spouse reported the customer's blood glucose declined to 40 mg/dl in one incident while they were on an airplane. The customer did not have any programmed insulin deliveries during this incident. It was found the customer observed 10 drops of insulin exiting from the tubing when the airplane was ascending. The customer was disconnected from the insulin pump during this incident. It was also found upon the airplane's descent, a massive air bubble developed in the customer's tubing. It also appeared insulin was gushing out during this incident. The customer resolved the issue by priming the insulin pump. Customer agreed to return the insulin pump for analysis.